Event description:
It was reported that during a thyroidectomy procedure the ¿two switch activations detected¿ alert screen was displayed by the generator. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).date sent: 7/8/2026.d4 batch#: a9862p.investigation summary:the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the device was returned with no apparent damage.the device was connected to a test handpiece on the energy system; during functional testing, it was noted that the min hand control button was nonfunctional. However, the device did activate when tested with the footswitch.the device was disassembled to verify the condition of the internal components. Corrosion was found at the min hand activation dome. The corrosion in the dome is possibly caused when the device was soaked for cleaning before shipment for analysis. Due to the moisture discovered on the instrument, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude the root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce corrosion/moisture to the device.it is possible that moisture in the dome could have resulted in an alert screen of ¿reactivate two switch activations detected¿. This was not seen during the analysis.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch a9862p, and no non-conformances related to the reported complaint condition were identified.